Event description:
Per biotronik representative, on 3/19, this lead was implanted in a patient who has a very sick heart. They were seeing intermittent capture and the rv numbers were varied. The physician chose to wait out the weekend and see if things would "settle down". On 3/22, when they rechecked the patient, they found things had not changed and decided to try an active fixation lead. Setrox s 53, (B) (4) was implanted with the same issues as the selox, at first. After placing it more in the septum, everything was normal. There were no other adverse patient effects reported for this patient.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.